Event description:
The customer reported high blood glucose. Troubleshooting was performed. Reviewed the programming on the pump and it seems to be correct. The bolus history revealed only one bolus on the day the customer called. Ran a fixed prime test and the insulin exited. Performed a high pressure test and device failed the test twice. The customer stated that her blood glucose reading was 500mg/dl and treated before the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.